Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit and could confirm the problem that the hcu 40 patient circuit did not heat. The technician troubleshot the device and found a defective 3- way valve which is responsible that the unit did not heat. The 3-way valve was replaced by the technician. The unit was tested successfully for functionality and electrical safety. A supplemental medwatch will be submitted after new information has been received.

Event description:
It was reported that the circuit to the patient did not heat. The incident occurred during maintenance/ service. (B)(4).